Manufacturer narrative:
(B)(4). Pt info requested and all available info is included. The pc unit event log was reviewed and showed that on (B)(6) 2010 at 3:47 am, while the device was infusing heparin, the user selected the delayed start feature and programmed it to delay for 60 min. The delayed start callback feature for the progressive care profile is defaulted to none. After 60 min, the infusion started and ran until 1:54pm when the infusion completed with no alarm as programmed. The module then remained idle until 5:52pm when a new vtbi of 100 ml was programmed and the infusion was restarted. Delayed start is an option that allows the user to program an infusion to be delayed for a specific time. Callback alerts can be programmed for (before) the start of the infusion as well as for (after) the end of an infusion, or none. In this event the default setting of none was not changed by the user, therefore, the system did not product an audio alert; however, the device will produce a visual scrolling message "infusion complete" at the completion of the infusion. The cause of the heparin under infusion event was determined to be a user programming issue. This finding was discussed with customer who determined this programming was the reason infusion stopped with no alarm. Delay option tip sheet sent to the customer to review with pertinent staff.

Event description:
Customer reported under infusion of heparin. Pt receiving heparin at 16 units/kg/h since 04:51. Registered nurse noticed heparin drip not infusing at 18:15. Alarm on pump did not sound. Registered nurse noted last check of heparin infusing at 16:00-16:15. The device rate was read as 13.9 ml/h at the time of the event. The pump was on and all the programming was correct except no audible alarm. Two-thousand units heparin x 1 and restart heparin at 16 units/kg/h were ordered.